Event description:
Reporter indicated that the pt underwent ncp system replacement due to apparent lead break. Device diagnostic testing at office visit prior to ncp system replacement resulted in high lead impedance (dc-dc code unk), indicating possible device malfunction. Epileptologist indicated that the pt did not suffer any injury or trauma that could have damaged the ncp system. X-rays reviewed by epileptologist identified a lead break approx 4.5cm superior to the generator. Epileptologist indicated that the pt's seizures are controlled and the pt is stable since ncp system replacement. Epileptologist reported that the generator was replaced prophylactically. No adverse event was reported in conjunction with the high lead impedance condition.